Manufacturer narrative:
A philips clinical application specialist (cas) spoke with the onsite personnel to evaluate the device in question. The clinical application specialist indicated red alarms cannot silence themselves for telemetry and advised the customer to review the clinical audit trail to find out where the alarms are being silenced. The clinical application specialist instructed the customer how to use the clinical audit trail to find out where the alarms are being acknowledged and provided the instructions for use (IFU) of the picix clinical audit trail to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported red alarms are being silenced by themselves in the telemetry department. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote application specialist spoke with the onsite personnel to evaluate the device in question. The remote application specialist indicated red alarms cannot silence themselves for telemetry and advised the customer to review the clinical audit trail to find out where the alarms are being silenced. The remote application specialist instructed the customer how to use the clinical audit trail to find out where the alarms are being acknowledged at another picix and provided a instructions for use (IFU) of the picix clinical audit trail to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the red alarm of the intellivue mx800 patient monitor is going on and off by itself. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.